Manufacturer narrative:
This report is being supplemented to correct the aware date (section g4) of the supplemental report # 1 MDR; the correct aware is july 27, 2020.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. We are not able to determine a root cause for the reported failure, however there is a possibility that it happened due to handling that deviated from the instruction manual. No image, the video does not connect with the box. Potential causes of this failure include: the video connector was not properly connected to the processor. Therefore, we assume that the power was not working well. Power may not work due to the following: the cable was not energized satisfactorily due to breakage of the cable or other defects. There is a possibility that the actual product was connected with the processor power on. Therefore, because the electric circuit was damaged, good energization could not be achieved, resulting in a defective image. Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the video connector was found to have a crack. A faulty ccd unit was found which caused no image. The identified parts were replaced and device was repaired. Once completed, the device was tested and passed all required specifications. As stated on the IFU and as a preventive measure, the user manual states : be sure to prepare another camera head to avoid interruption of the examination due to equipment failure or malfunction.

Event description:
It was reported that the device exhibited no image. According to the reporter, the video device did not connect with the box. The subject device was replaced to complete the intended procedure. There was no patient impact or harm reported due to the event.